Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent an scs trial implant procedure on 01/22/2016. During the procedure, the physician could not place the lead into the epidural place due to the patient's anatomy. While trying to place the lead, the physician encountered multiple dural punctures. As a result, the procedure was abandoned. In addition, the patient was asymptomatic.